Event description:
It was reported on (B)(6) 2025, that the patient presented for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), it was unable to hold column during dilator insertion. Troubleshooting was performed and was unsuccessful. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), it was unable to hold column during dilator insertion. Troubleshooting was performed and was unsuccessful. The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.